Event description:
It was reported that this inflatable penile prosthesis (ipp) was too hard to deflate. A surgical procedure was performed, during which the tubing to reservoir was kinked; therefore, the tubing was shortened and reconnected. The physician decided to keep the device implanted because it cycled fine. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).